Manufacturer narrative:
(04/18/2013)-device evaluation: the test strips (lot # 3352559 and 3367485) involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on 4/17/2013 with the following findings: both test strips vials passed all testing with no faults found. However a secondary issue unrelated to the complaint was found on lot# 3367485. The returned vial has had an additional label applied on top - all information is correct. (B)(4). If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.